Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. The customer's blood glucose level was 27 mmol/l. Customer stated that they received calibrate now alert outside of the expected timing. Customer stated that the calibration icon shows a decreased time remaining. It was unknown that auto mode feature was active or not at the time of event. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.